Manufacturer narrative:
The serial number of the analyzer was (B)(6). Calibration and qc data were acceptable. A review of the alarm trace showed few abnormal aspiration alarms present on the day of the event. Investigation is ongoing.

Event description:
There was an allegation of questionable albumin gen.2 assay results for two patient samples on a cobas 8000 c702 module. Both samples were repeated as the results did not match the patient's history. Sample 1: the initial result was < 2 g/l. The repeated result was 51.5 g/l. Sample 2: the initial result was < 2 g/l. The repeated result was 44 g/l. None of the results were reported out.

Manufacturer narrative:
A general reagent issue was excluded as calibration and qc data were acceptable. The analyzer alarm trace contained sample handling-related alarms which indicate a preanalytical issue in the lab. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.